Event description:
Pt developed low counts at 1 yr post autologous transplantation. Counts were watched and repeated at 2 yrs. Marrow studies were requested at 2 yrs post transplant and were normal cellular marrow. Hgb 10-11g; platelets 120, neutrophils 1,500, 1,600 marrow showed no increase in blasts with some megaloblastic charges. Cytogenetic studies showed a complex karyotype with t(4:17), t(6.9), -59 and -7, (ipss=1.0). Consensus of reviewing team after evaluating labs and marrow studies is that pt has myelodysplastic syndrome. Probable cause suspected to be tbi/cyclophosphamide/atg regimen.